Manufacturer narrative:
(B)(4) this event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that while using the external pulse generator (epg) on a patient, after the specified rate scale was set below 60ppm, the pacing rate was still 60ppm and "didn't drop." When the pacing rate was higher than 60ppm, pacing was performed at the same rate as the specified rate. The epg was checked by the service <(>&<)> repair department. The status of the epg is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Approximately 6 weeks ago, a field corrective action was initiated for the suspect medical device noted which may involve intermittent performance of certain pacing functions.